Event description:
It was reported that the pump's alert was not working properly. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Troubleshooting with tandem technical support indicated that the pump was functioning as intended and the cause of the high bg was unknown, customer acknowledged and understood.